Event description:
It was reported that during an unknown procedure, the clips jammed and were unable to use. There was no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024 b3: unknown, assu.med first day of month that complaint was reported. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # x70516. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated and not welded properly. Twelve(12) clips were found inside the clip track. A possible cause for the condition of the found malformed clip and the separation of the feedbar connectors is actuating the device when the jaws are not clear from the trocar. Actuating the device with the jaws closed may cause the malformed clip and the force applied to the trigger while the jaws were closed may have cause the separation of the feedbar connectors . Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.